Event description:
Per received initial report: the coil prematurely detached in the microcatheter during repositioning without pressing the "detach" button of the detachment control box (dcb). As the detached coil was pushed into the aneurysm, the coil stretched and left hanging out of the aneurysm. Additional report received on (B)(4) 2010: there was no patient injury sustained post surgery and no additional intervention was performed. The size of the coil left hanging out of the aneurysm was approximately 2-3 centimeters. Heparin was prescribed as medication.

Manufacturer narrative:
Note: the device was being held by the pharmacist in the hospital awaiting for competent authority to approve the return of the product back to micrus for evaluation.